Event description:
(B)(4). This unsolicited case from united states was received on 11-dec-2017 from a non-healthcare professional. This case concerns a patient of unknown demographics who developed problems after synvisc one injections; also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection once (batch/lot number: 7rsl021; dose, indication and expiration date: unknown) in right knee. On an unknown date in 2017, after unknown latency, the patient developed problems after synvisc one injection. On (B)(6) 2017, the patient came back and was given methylprednisolone (medrol) dose pack. Action taken: unknown. Corrective treatment: not reported for both the events outcome: unknown for both the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: required intervention for both the events pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a patient who received treatment with synvisc one and later the patient developed problems. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.